Manufacturer narrative:
Carefusion file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault and transducer fault alarm. The customer determined the most likely cause of the event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The turbine differential pressure transducer (pt800) failed calibration. The transducer has been incorrectly manufactured. Examination with the scanning electron microscope show that all of the wire bonds has been over-pressed resulting in flat bonds that are making inconsistent contact. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the ventilator displays an o2 range error alarm. The customer reported the end-user rebooted the ventilator and the motor fault alarm condition came on. The customer reported the ventilator inoperable and turbine zero failed were logged in the events log. The issue occurred during patient use; the customer reported that they substituted the ventilator with another working one. The customer reported there is no patient consequence associated with the event.